Event description:
During a coronary drug eluting stenting treatment procedure balloon removal difficulties were encountered. In 2005, the lesion being treated was located in the moderately tortuous, mildly calcified, 80-90% stenosed, circumflex artery (cx). The vessel was predilated with a 3.0 x 15 mm maverick balloon. The physician implanted a 3.00 x 20 mm taxus express2 drug eluting stent. After the balloon was completely deflated, difficulties removingthe stent delivery system were encountered. The withdrawal resistance caused a suction that pulled the guide catheter into the vessel, but no vessel damage occurred. The balloon was successfully removed after re-inflation and deflation. The patient's status was reported as `satisfactory/good'.